Event description:
A report was received that one of the patient¿s lead was eroding through the skin. The patient underwent a lead revision procedure wherein the lead was repositioned. The patient did well postoperatively.

Manufacturer narrative:
A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm; model #: sc-2366-70, serial/lot #: (B)(4), description: linear 3-6 lead, 70cm.

Event description:
A report was received that one of the patient¿s lead was eroding through the skin. The patient underwent a lead revision procedure wherein the lead was repositioned. The patient did well postoperatively.